Event description:
It was reported that a broken weld was found on the beds. No adverse consequences were reported.

Manufacturer narrative:
Weld. After investigation, it was determined that the broken weld affected the functionality of the manual CPR release.